Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on stomach, the doctor tried to close the jaws of the device onto the tissue. The jaws were fully closed and the green light did not come on. Tried multiple times to readjust the stomach and the stapler would not close completely. The staples were showing at the proximal end of the reload before the handles were squeezed. The reload was removed and put a new reload and it worked perfectly. There was no patient injury.